Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years nine months post filter deployment, computed tomography revealed inferior vena cava filter was present with multiple struts extending through the wall of the inferior vena cava. One of the legs was fractured and another leg penetrating the duodenum. The filter was tilted with the hook indenting the posterior wall. Subsequently a few days later, x-ray revealed stable appearance of the filter with abnormal cephalad orientation of one of the struts. Later, patient was scheduled for filter retrieval. The right femoral vein was accessed and glide wire and angled catheter and sos used in attempt to get around apex however it was also unsuccessful. The procedure was aborted. The patient experiences abdominal pain. Approximately next month, patient had a pulmonary embolism while the filter was in and another retrieval attempt was made. An inferior vena cavogram was performed and it revealed that the filter however tilted posteriorly with hook/neck covered by fibrous tissue. 2 struts noted extending superiorly from prior manipulation. A modified snare technique was used, and attempt made to retract filter, but hook and neck of filter were embedded within posterior inferior vena cava wall. Forceps used, multiple unsuccessful attempts at blunt dissection performed to overlying soft tissues at filter hook and neck. Glide wire advanced through angled glide catheter in attempt to select tract along posterior margin of filter, but it was also unsuccessful given degree of fibrin cap. Second modified snare technique was performed, and forceps were used for blunt dissection of filter hook and neck. The inferior vena cava filter neck was successfully captured with forceps, freed from inferior vena cava then inferior vena cava filter retracted into sheath. Upon evaluation of the filter, one of the filter strut was missing. A spot chest radiograph was performed without evidence for distal embolization of filter tines. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the inferior vena cava (ivc), material deformation and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device (2976, 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated, tilted, detached and material deformation. The patient was diagnosed with pulmonary embolism post filter implant and reportedly experienced abdominal pain. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.